Manufacturer narrative:
Date of submission (B)(6)-2018 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)-2018 with the following findings: the audio bolus button cover was confirmed to be missing from the pump. The audio bolus button was not able to be tested due to the missing button.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect boluses which may result in over or under delivery.